Event description:
Additional information received from the manufacturer representative reported the patient was to undergo a revision of their tined lead on (B)(6) 2016. This was due to a lack of therapeutic benefit, which was not thought to be linked to the MRI scan they had done.

Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient had an MRI of their head and neck and experienced an adverse event. The correct procedure was followed, however some spine scans were done as low down the spinal cord that was within the constraints of the head coil. All went well until the t1 sagittal of the cervical spine when the patient rang the buzzer complaining of a severe burning pain in their back, around the "wire." In addition, they had a loss of sensation down their leg with swelling and discoloration of their ankles and toes. The patient was brought out of the scanner and was observed for about 30 minutes. As the patient did not get any better, they were taken to the accident and emergency department where they were examined and blood tests were done. About 4.5 hours later, things had improved and the patient wanted to be discharged back home. Three days later, the patient had taken a few days off work, but was then fit and well - relief all around. The patient was later reviewed in the clinic on (B)(6) 2016 and their previously reported symptoms had improved. The implanted system was working well and the burning sensation had subsided. They were "ok" and no further attention was needed.